Event description:
It was reported that upon device interrogation, the right atrial lead exhibited intermittent loss of capture. The device was reprogrammed with set atrial output and the lead remained implanted. The patient would be monitored.